Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 500mcg/ml dose not reported via an implantable pump. The other medications the patient was taking at the time of the event were oral baclofen, valium, periactin and IV antibiotics. The indications for use were intractable spasticity and cerebral palsy. It was reported exposure of the pump implant through the skin of the abdominal pocket incision. Per the healthcare provider the patient presented the day of the report (B)(6) 2016 with their pump exposed through the skin of the abdominal pump pocket incision . Due to the abdominal pocket open wound the physician explanted the pump and catheter. Per the reporter there were no factors that led to the event. There were was no troubleshooting or diagnostics performed related to the event. The issue was resolved at the time of the report and the patient status was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.